Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a homechoice presented a system error 2058. It was not specified when in the process this occurred. The healthcare technician stated the alarm continued to reoccur. The device was not being used by a patient; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed and the reported problem not being able to be identified. An internal and external inspection was performed and found no issues. Returned instrument testing evaluation (rite) functional and electrical testing was performed and the device passed. The device powered up properly with no issues. The device temperatures were measured and found to be stable and within specifications. A simulated therapy was performed with no issues noted. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The reported problem was not be identified through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.